Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j11175r50, implanted: (B)(6) 2002, product type: catheter; product ID neu_refillneedle, serial# unknown, product type: accessory; product ID 8709, lot# j11175r50, implanted: (B)(6) 2002, product type: catheter. (B)(4). Analysis results were not available at the time of ther report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the catheter found no anomaly. Eval code - conclusion code ¿ is being updated for this event.

Event description:
It was reported that there had been volume discrepancies at pump refills. The patient was not receiving effective therapy from the pump. At the patient¿s first pump refill, there was no volume discrepancy. It was suspected that a pocket fill occurred at the first refill of the current pump because, at the following refill, the patient was reporting an increase in spasticity and they pulled out 0ml from the reservoir. They were unsure on the patient¿s report of symptoms due to the patient¿s ¿mental status¿. The patient continued to not receive good therapy effect, so they were suspecting a possible issue with the catheter on the report date. The patient had been improving symptom-wise since being put on oral baclofen. A pump and catheter replacement were planned for the date of this report. Additional information indicated that only the catheter would be replaced. The new dose would be 75mcg/day at 500mcg/ml. The catheter was successfully replaced. As of the following day, the patient was receiving effective therapy. The device system was used to deliver gablofen 702.1mcg/day at 2000mcg/ml. If additional information is received, a follow-up report will be sent.